Event description:
On 5/jan/2023 fresenius became aware of a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 due to an unspecified infection. No additional information was provided during intake. During follow-up the patient¿s spouse, and pd registered nurse (pdrn) confirmed the patient was hospitalized due to peritonitis and deconditioning. The pdrn reported the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drug, dose, frequency, duration unavailable). The patient¿s peritoneal effluent culture result returned positive (results unavailable), and the patient¿s antibiotics were continued. The patient was discharged to a rehabilitation facility on (B)(6) 2023 in stable condition and is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s); however, the exact etiology of the peritonitis is currently unknown. The patient continues to undergo ccpd therapy and remains at the rehabilitation facility for strength training. The patient is recovering from the events and following discharge the patient will resume utilizing the same liberty select cycler as before the serious adverse events occurred. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of deconditioning and peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. However, the patient¿s primary peritoneal dialysis registered nurse (pdrn) reported the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). End stage renal dialysis (esrd) patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the patient¿s serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.